Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was difficult to interrogate. Troubleshooting options were performed, however, the crt-d was still unable to interrogate. Technical services were consulted and troubleshooting options were recommended. Currently, this crt-d remains in service and no adverse patient effects were reported.